Manufacturer narrative:
Per follow up information received it has been determined that this is not a reportable event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient preferred the magic 3 intermittent catheter because the magic 3 go intermittent catheter did not lubricate as well as the hydrophilic ones. Per follow up 19feb2021, customer stated that they filed a complaint, just stated as customer preference for the products they used. Per follow up via phone on (B)(6) 2021, the customer noted that there were no problems with the lubrication on either of the catheters and added that at the time of the initial call, patient was only pointing out that they preferred the magic 3 catheters over the magic 3 go.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient preferred the magic 3 intermittent catheter because the magic 3 go intermittent catheter did not lubricate as well as the hydrophilic ones. Per follow up (B)(6) 2021, customer stated that they file a complaint, just stated customer preference for the products he has used.